Event description:
Complainant alleged that the clinician was attempting to cardiovert a male patient who was in his late sixties or early seventies. The defibrillator successfully discharged at 100, 200 and 300 joules, but on the subsequent attempt to discharge the device at 360 joules. The device would not discharge. The clinician was able to to obtain another defibrillator to treat the pt. There was no adverse effect on the pt as a result of the reported malfunction.